Event description:
Subsequent to the final filed report, the following information was received: the patient was readmitted with recurrent transient ischemic attack and they were looking to extract the separated piece of guide wire. No additional information was provided.

Manufacturer narrative:
Patient codes: 2109 labeled device codes: internal file number -(B)(4). Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the supplemental filed report, the following information was received: the patient went to ctc on (B)(6) 2019 but had been admitted in november to broomfield hospital with transient ischemic attacks. The patient was admitted for a couple of days at broomfield. Symptoms were transient with no residual neurological defect. The wire was extracted using a snare device. The patient was discharged home and is very well, very active, no symptoms. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: d10, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that a portion of the device was returned for evaluation. H6: method code 4115 was removed. Evaluation summary: a visual inspection was performed on the returned section of the wire and the reported separation and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement through the micro-catheter and/or the anatomy the guide wire became kinked or bent. Manipulation of the guide wire during retraction through the micro-catheter and/or the anatomy, likely resulted in the stretched coils and ultimately the tip separation. Additionally, the reported treatments appear to be related to the operational context of the procedure as the tip separation that was originally embedded was removed using a snare device. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the guide wire was a bmw universal. The separated tip of the guide wire was left embedded. No resistance was noted during advancement or removal. A new guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes: 1204 labeled device codes: internal file number - (B)(4). Correction: h10- patient code 2687 was removed product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement through the micro-catheter and/or the anatomy the guide wire became kinked or bent. Manipulation of the guide wire during retraction through the micro-catheter and/or the anatomy, likely resulted in the stretched coils and ultimately the tip separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Patient codes: 2687 labeled device codes: 1562 labeled 1601 labeled internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex coronary artery. Reportedly, a balance middle weight (bmw) guide wire unraveled and broke in the artery. Wiring was performed through a microcatheter, wiring was very straight forward. The guide wire was left in situ. There was no reported clinically significant delay in the procedure and no reported adverse patient sequela. No additional information was provided.